Event description:
Boston scientific received information that this left ventricular (lv) lead presented with increased pacing threshold measurements and pacing impedance measurements above 2,000 ohms. During a normal device replacement, this lv lead was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead insulation was slightly compressed approximately 70 to 110 millimeters (mm) from the lead's terminal pin. The conductor coils were also compressed in this location; the proximal section of the compressed coils was forward leaning and the distal section of the compressed coils was backward leaning. X-rays revealed multiple fractures in the junction between these two compressed conductor coil sections. In addition, the inner insulation was abraded in a few locations over the compressed and fractured conductor coils. Due to the location and type of damage, it was most likely the result of lead-on-can contact with some additional compression type movement while the lead was implanted. Laboratory analysis confirmed that the out-of-range pacing impedance measurements were a result of a fractured lead.

Manufacturer narrative:
Once the lead has been returned and analysis completed, this report will be updated.